Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force. Per the download data, the damage to the wire did not occur while the device was being worn by the patient, and the damage did not cause or contribute to the treatment event. The damage to the wire occurred at some point after the treatment event.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 at approximately 7:43 pm. The patient was at the hospital and medical staff was present at the time of passing. Review of the download data, indicates the patient received one shock in response to oversensing of low cardiac signal. The patient was in asystole at the time of the treatment shock at 17:28:18. The patient's post shock rhythm was asystole. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 at approximately 7:43 pm. There is no indication that the lifevest treatments during asystole caused or contributed to the death as, the patient was already in a non-life-sustaining rhythm. No deficiencies were alleged against the lifevest.